Event description:
Procedure type: laparo gastrectomy. Patient gender: unknown. According to the reporter: the balloon burst during the case. Used another device. Operating time not extended. There was no tissue damage and nothing fell into the cavity. No bleeding. No patient injury was reported.

Manufacturer narrative:
(B) (4)